Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a costumer from USA: "the reporter stated that 2 power cords has broken covers. No further information provided. Delay in therapy: no. Need for medical intervention: no. Death/serious injury: no. Patient involvement: no. "